Manufacturer narrative:
A planned maintenance (pm1) was performed and the oil pump from the planned maintenance kit was replaced to resolve the odor/smells issue. The unit was restored to proper function after service. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and evaluation. The assignable cause of the odor/smells issue is the oil pump from the planned maintenance kit. The field service engineer replaced this part and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. It is unclear what part, if any, was replaced to resolve the odor/smells issue. Advanced sterilization products will continue to follow up and should additional information be received a supplemental medwatch report will be submitted.

Event description:
An international customer reported an event of a "heavy oil smell" (odor) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.